Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 01/06/2014 with the following findings: the battery compartment threads were damaged. The returned battery cap was undamaged and able to secure properly to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging damage to the battery compartment and battery cap. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.